Event description:
Event description cpi received information that this transvenous defibrillation lead had dislodged. During the invasive procedure to reposition the lead, when using an extra firm stylet, the physician was not able to remove the stylet from the lead. The physician elected to explant the lead.